Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. Additionally, the housing was removed, and the instrument was found to have a dislodged pitch cable. The yaw motion may be non-intuitive as a result. Signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the maintube exhibits orange discoloration. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver wire popped. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use and nothing out of the ordinary was noted. The reported issue occurred while suturing. The instrument cable was visibly protruding. The color of the broken cable was unknown but it was a full breakage. There were no signs of thermal damage and there were no instrument/tool collisions. There was no fragment fell in the patient. The procedure was completed robotically with no patient.

Event description:
Refer to h10/h11 for follow-up information.